Event description:
The user facility reported that prior to a patient procedure the wall monitor to their hexavue custom room rack was showing lines and not responding to commands. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the cxps output card and avc-x were not operating properly. To resolve the issue, the technician replaced the cxps output card and rebooted the avc-x. The unit was tested, confirmed to be operating according to specification, and returned to service.